Event description:
It was reported that during platforming for a rotational atherectomy procedure, the burr detached. The physician was running a platform test on a 1.5mm rotalink burr outside of the patient, the burr detached. The procedure was completed with a different device. No patient complications were reported and the patient status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: the burr of the catheter unit was detached from the catheter and was returned separate to the device. The distal coil of the catheter device was stretched. The burr was microscopically examined and found the annulus and proximal end of the burr was within specification. There was no coil inside the proximal end of the burr and the edging appearing flared. The coil was microscopically examined. It was noted that the distal coil was stretched. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. Bsc ID a00360513: tw#2639648

Manufacturer narrative:
(B)(4).device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that during platforming for a rotational atherectomy procedure, the burr detached. The physician was running a platform test on a 1.5mm rotalink burr outside of the patient, the burr detached. The procedure was completed with a different device. No patient complications were reported and the patient status is fine.